Event description:
It was reported that the pt was diagnosed with a loose cup.

Manufacturer narrative:
The MFR did not receive explanted devices, x-rays, or other source documents for review. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. While a cause for this specific clinical event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a correction in (B)(4) 2008. Should additional info become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer gmbh considers this case as closed. (B)(4).

Manufacturer narrative:
Should additional information become available and/or the device(s) be returned for evaluation and an investigation result be available, that changes this assessment, an amended medical device report will be filed. The need for further corrective measures is not indicated at this time and zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Event description:
It is reported that the pt received an acetabular cup and underwent a revision surgery due to loosening.

Manufacturer narrative:
Review of event description: product was implanted on (B)(6) 2007 and was revised on (B)(6) 2012 due to pain and loosening. Visual examination: during the visual examination the durom acetabular component presented heavy third body material on the porous surface, almost no signs of ingrowth were shown, however there was moderate amounts of third body material accumulating within the scallops and circumferential fins. Metasul ldh large diameter head presented small amounts of light third body material, heavy third body material located on the inner taper cavity walls and floor. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as referenced above. The distribution of this product was ceased in the meanwhile. Therefore, zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
This case was reopened on (B)(6) 2014 to enter additional information which had been received on 06/13/2014. Since this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced, zimmer will close this case once again. Zimmer's reference number of this file is (B)(4).

Event description:
It has now been reported that the pt was implanted a durom us acetabular component 54/48 n on the right side on (B)(6) 2007. The pt was revised on (B)(6) 2012 due to pain and loosening.